Event description:
Arthrex knee scorpion instrument broke off inside patient. Surgeon retrieved and removed broken off portion. Manufacturer response for ar-12990-001 knee scorpion, arthrex (per site reporter): unknown.